Manufacturer narrative:
Inspected 3 opened/used enlite sensors and found all 3 sensors with cannula bent retracted inside sensor. Unable to confirmed customer received sensors in said condition due to customer returned opened/used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that one sensor had a missing cannula. Another sensor had shorter cannula than normal. There was one that was giving a sensor glucose not available alert. Customer's blood glucose was unknown at the time of the incident. No further details provided. The sensor will be returned for analysis.

Manufacturer narrative:
Inspected 3 opened/used enlite sensors and found all 3 sensors with cannula bent retracted inside sensor. Unable to confirmed customer received sensors in said condition due to customer returned opened/used.